Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the keypad was unresponsive. Customer¿s blood glucose was 92 mg/dl at the time of incident. Customer stated that the insulin pump had unexpected restart alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent act buttons response due to corroded keypad traces. Device self-test, a21 error test and displacement test. No unexpected a21 alarm or reset time/date anomaly after change battery noted during testing.